Event description:
An explanted pulse generator was returned to device manufacturer after only 20 months of service, indicating possible device malfunction or adverse event. Further follow-up revealed that the patient underwent generator replacement surgery due to high lead impedance test result (dc-dc code 7) during previous device diagnostic testing, indicating possible device malfunction. The generator had reportedly "twisted" in the patient's body and the patient was experiencing a choking feeling with a feeling of a lump in the throat that caused patient to gasp for air. The patient complained of intermittent chest pains that worsened approximately one month prior to generator replacement surgery. The device was subsequently programmed to off four days before generator replacement surgery. Treating epileptologist indicated that the patient's spells of intermittent chest pain and gasping for air were non-epileptic events. These symptoms have reportedly not resolved and the patient has been referred to psychiatric evaluation. Review of x-rays by treating physician did not reveal any abnormalities. Treating epileptologist indicated that the cause of the device migration was unknown and that the generator had slipped out of the pocket. The patient is reportedly doing well following generator replacement surgery; however, investigation to date has been unable to determine whether generator replacement surgery resolved the high lead impedance condition.